Manufacturer narrative:
The insulin pump alarmed a21 after battery change causing to reset the insulin pump time and date and all the selected settings due to faulty component on the interface board. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement self test and all operating currents were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an unexpected restart alarm and an external ram crc error. The customer's reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.